Event description:
The customer reported that the device did not charge and reset the infusion without remembering the infused quantities. During investigation the alarm codes n56 ¿replace battery¿ and n252 ¿depleted battery¿ were noted in the message logs and the device displayed the ¿depleted battery¿ message when powered up. The battery was replaced and the change battery option was keyed. The device then completed all self-tests without any further issues. The complaint of the battery not charging was confirmed and the probable cause is a combination of a depleted battery and change battery option not keyed which has been determined to be associated with a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes. The complaint of the device resetting the infusion could not be confirmed as all testing passed after the replacement of the battery.